Event description:
It was reported that the biomed stated the arctic sun device had failed for a calibration error 80 (water check time out ¿ unable to reach the calibration temperature). It was coming for the 2000 hour preventive maintenance. Per follow up information received via email on (B)(6) 2023, it was reported that the device is going in for repair and she has already received loaner. No additional information or sample is available at this time. An additional follow up is not required.

Manufacturer narrative:
The reported issue was confirmed. \the root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump was faulty. Mixing pump was serviced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.